Manufacturer narrative:
Updated information: d1 brand name updated d9 device return date added

Manufacturer narrative:
Corrected information has been provided in h3. Low or blocked pump flow: no defect was found on the returned product, and data log review was not conclusive to derive the cause of the suction issue; therefore, the cause of the low pump flow issue could not be determined without sufficient clinical information. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 61-year-old male patient undergoing high risk percutaneous coronary intervention (hrpci), presenting in scai stage a shock. The device was implanted using best practices, including flushing and aspirating the sheath. Upon activation in the left ventricle, the impella demonstrated low/blocked pump flow, with lv/ps signal separation and suction occurring within 15¿20 seconds. Flow remained low (0.7 l/min) despite reducing support to p2, and fluoroscopy confirmed adequate positioning. No introducer issues, kinks, or lv thrombus were observed, and act was maintained within recommended range while the patient remained hemodynamically stable. Possible biomaterial ingestion was suspected. The pump was removed due to the failure mode and replaced with a second impella cp which functioned normally and supported the pci without issue. The original device was identified for return, and a data download was requested. Based on the available information, the low flow event appears consistent with obstruction at the pump inlet, potentially due to biomaterial ingestion, rather than an intrinsic device malfunction. The replacement pump functioned normally under identical clinical conditions, supporting the likelihood of a patient or procedure related cause, not a systemic device failure. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during device replacement, however the replacement was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Based on the available information, the low flow event appears consistent with obstruction at the pump inlet, potentially due to biomaterial ingestion, rather than an intrinsic device malfunction. The replacement pump functioned normally under identical clinical conditions, supporting the likelihood of a patient or procedure related cause, not a systemic device failure. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during device replacement; however, the replacement was performed with no consequence to the patient and support.